Event description:
Patient underwent a hernia repair surgery in 2006 during which a composix mesh kugel was implanted. Patient is now has a recurrence of his hernia and is in extreme pain. The hernia is as big as a basketball. Patient is also suffering from vomiting and fever. Original hernia was as a result of a gall bladder surgery and the patient has had three hernia repairs. Patient has been to the ER several times due to the pain etc. Patient has consulted with several surgeon, including the mesh implant surgeon, and has been told there is not much they can do for him, as he has nothing left to sew.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.